Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4 - this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m834731 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m834731 and test base part number 192-430 / lot m834731. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m834731 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, possible assignable root causes are patient sample interference and contamination. Substances in the sample itself may have interfered with the reaction.

Event description:
The customer called to report false positive results for two (2) patients with the ID now covid-19 2.0 test kit on (B)(6) 2024. This report is for patient one (1) of two (2). Confirmatory pcr testing (platform unknown) was performed on (B)(6) 2024 which generated a negative result. The customer indicated that no additional information is available.

Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4 - this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The customer called to report false positive results for two (2) patients with the ID now covid-19 2.0 test kit on 31 jul 2024. This report is for patient one (1) of two (2). Confirmatory pcr testing (platform unknown) was performed 31 jul 2024 which generated a negative result. The customer indicated that no additional information is available.

Event description:
The customer called to report false positive results for two (2) patients with the ID now covid-19 2.0 test kit on (B)(6) 2024. This report is for patient one (1) of two (2). Confirmatory pcr testing (platform unknown) was performed (B)(6) 2024 which generated a negative result. The customer indicated that no additional information is available.

Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4 - this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m834731 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m834731 and test base part number 192-430 / lot m834731. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m834731 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. Correction: g1 - contact office fax number null: na.